Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a device manufacturer representative regarding a patient receiving morphine (100 mcg/ml at 25 mcg/day) via an implantable infusion pump. The indication for use was noted to be non-malignant pain. It was reported that the patient's pump was implanted on (b)(65) 2018. The caller had no issues updating the pump in the operating room, but in the recovery room once the pump was implanted the telemetry completion status would go only to "1/3 to 1/2 way then a memory error would occur which put the pump in an inadvertent stopped pump mode." It was noted they utilized metal staples and the patient was "too sore" at the incision site. The caller was walked through troubleshooting and they were able to successfully update the pump. The issue was resolved. No further complications were reported. Additional information was received from a health care provider (hcp) via a device manufacturer representative on 2018-jul-23. It was reported that it was thought the memory error was due to electrical interference, but the representative wasn't sure. The patient's weight was unknown. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.